Manufacturer narrative:
Per the clinic, the patient developed an infection with mild erythema over the incision site and small fluid collection was noted (date not reported). The device was explanted on (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report. Device analysis report attached. This report is submitted on november 11, 2021.

Manufacturer narrative:
This report is submitted on june 1, 2021.

Event description:
Per the clinic, the patient experienced puffiness around implant site and was subsequently treated with oral antibiotic on (B)(6) 2021 for 10 days.